Event description:
It was reported in a clinical study that patient underwent primary hip surgery on (B)(6), 2009. Revision procedure was performed on (B)(6), 2009 due to anterior dislocation of the hip joint. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.this is 1 of 2 mdrs submitted for the same event. (See 3002806535-2012-00321/322)